Event description:
The event is reported as: complaint alleges: ¿complaint alleges that the connector at the elbow came apart and separated which interfered with the gas flow. Alleged incident occurred during pt use.¿ no pt injury reported.

Manufacturer narrative:
The assembly process and mfg procedure for the product complaint were reviewed and no finding that can potentially relate to the reported issue were found. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. The customer complaint was not confirmed due to the lack of product sample. However, based on similar complaints a project (B)(4) was opened by (B)(4) department in order to implement corrective actions to assure a more robust retention. According with the lot number provided the product was manufactured before the corrective actions.